Event description:
It was reported that during the surgical procedure the permanent cautery hook instrument cracked at the wrist and was arcing while inside the pt. The permanent cautery hook instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.